Event description:
Patient was revised due to the asr recall. There is no other information at this time.

Event description:
Additional information: litigation papers allege synovitis, mechanical complications total hip replacement, hyperactive synovium, bursal and joint scarring, chromium and cobalt toxicity and complications therefrom, and physical pain; and disfigurement.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to the asr recall. There is no other information at this time. ***update*** (B)(6) 2012 litigation papers allege synovitis, mechanical complications total hip replacement, hyperactive synovium, bursal and joint scarring, chromium and cobalt toxicity and complications therefrom, and physical pain; and disfigurement. There was no new information received that would impact the outcome of the investigation. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct revision date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.